Event description:
It was reported that the patient's implantable pulse generator (ipg) was non functional and the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and paddle were explanted. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7071662. UDI: (B)(4).